Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system, alleging excessive insulin delivery after meal entries and during exercise, including an event where insulin was delivered while the user was vomiting that was associated with a reported blood glucose below 20 mg/dl, and alleging that insulin delivery resumed after being paused. Symptoms included severe hypoglycemia with near loss of consciousness and significant emotional distress. Outcomes included disruption to daily activities and exercise and the need for frequent carbohydrate intake to recover from lows. Investigation included review of the user¿s account and request for additional event details. Investigation of this case revealed that the cause of the hypoglycemia could not be determined based on the available information and no device alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.